Event description:
End user reported that while attempting to dump a litter box the right side wheels on his unknown consumer power chair went into a hole in the grass, the chair fell over with the end user in chair. User was not wearing his seat positioning strap. User hit hard when he fell and was laying there for about a half hour then he called 911. An ambulance came to help him up and turned the chair back upright. End users¿ right shoulder is hurting and he has thorn bush needles in his right hand but no blood. End user advised did not go to hospital. No malfunction of the product.